Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however defib conductor distorted, inner tubing kinked/buckled, outer insulation cosmetic depression, tip seal observation, apparent explant damage noted, and blood noted on helix mechanism and helix mechanism (sleeve head); the analyst noted that the steroid ring was slightly damaged during analysis; full lead returned and analyzed.

Event description:
It was reported that the right ventricular (rv) lead experienced high pacing lead impedance, which triggered an alert. During follow up interrogation the rv impedance had reduced to normal values. It was subsequently reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.